Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and the hp stated they had an open clamp on one of the lines. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The system error 2240 was not confirmed due to a lack of sample. The cause was undetermined. The lot number is unknown therefore a batch review was not performed.